Manufacturer narrative:
Unable to perform displacement test due to broken battery tube lip and cracked case corner of the belt clip rails near the battery compartment. Unable to hold battery cap due to broken battery tube lip.

Event description:
Customer reported via phone call that the insulin pump had crack on top of the battery compartment. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the hole where the battery goes in, the black plastic piece came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.